Manufacturer narrative:
The employee was touching an anesthesia cart and the surgical table when the reported event occurred. A steris service technician inspected the surgical table and found that power wires were not secured to the table base causing the wires to be "crushed". The wire insulation sustained damage causing an electrical short. The steris service technician stated that the wires were not properly secured subsequently causing them to come out of table's ac plate. The ac plate subject of the reported event was previously installed by the user facility. The technician repaired the table by replacing the ac plate and wires, tested the table and confirmed it to be operational. The table was returned to service and no additional issues have been reported. The table was in installed in 2004 and has recently come under a steris service contract. The table was previously serviced and maintained by the user facility.

Event description:
The user facility reported that an employee felt a shock when he touched the surgical table. The user facility declined to provide additional information regarding the reported event. No procedural delays or cancellations were reported.